Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, there was a backup battery fault on the system controller in the operating room (or). The system controller was then exchanged. Upon further inspection the controller appeared to have residue on the inside of the backup battery case. The patient was on support at the time of the event. No additional alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and a residue in the backup battery compartment was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed that outside area of the housing was in unremarkable condition. The backup battery cover was removed and there was a significant residue inside the battery compartment. The residue was also observed on the battery ribbon cable including one of the contacts of the connector. The system controller was disassembled to inspect the internal components. There was a significant corrosion on the pcb components and the backup battery ribbon cable connector. Additional testing was performed on the controller and the analysis concluded that the controller body was penetrated by moisture and subjected to heating leading to corrosion and migration of the adhesives. The observed corrosion did not prevent the system controller to operate a test pump during analysis. A specific root cause for the observed corrosion was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.